Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report an issue with the pump¿s date/time settings. Troubleshooting revealed the date was incorrect by one day, and the time was incorrect, am instead of pm. The patient¿s basal rate was set correctly, however if the time was incorrect the incorrect rate would have been given. The patient¿s husband had recently replaced the pump¿s battery. On (B)(6) 2013 the patient experienced the symptoms of dizziness and she passed out. The patient was revived two hours afterwards, and received treatment with food. Her subsequent blood glucose reading was 350 mg/dl. She did not seek any medical attention. The patient¿s technique was incorrect by not setting the pump¿s time correctly after replacing the battery. However, as the patient suffered symptoms suggesting severe hypoglycemia after this issue occurred, this complaint is being reported.